Event description:
This event was reported as valve explanted due to endocarditis, source unknown. Pt had a large vegetation growing on aortic valve, and had congestive heart failure. No further information was provided.